Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae) ¿ progression of aneurysmal enlargement of the distal aortic arch. Amds 55-40, lot# c2460376a. Procedure date: (B)(6) 2025. Serious adverse event (sae) - progression of aneurysmal enlargement of the distal aortic arch. Date of amds implant ¿ (B)(6)2025. Event onset date ¿ 06aug2025. Event end date ¿ (B)(6) 2025. Event ongoing: no. Sequence number: 5. Event onset date ¿ 06aug2025. Is the event ongoing? No event end date: (B)(6) 2025 was this event expected? Yes. Event: vascular ¿ progression of aneurysmal enlargement of the distal aortic arch describe event: CT 6.8.25 significant progression of aneurysmal enlargement of the distal aortic arch from 35 mm on 01/25 to 46 mm. Further investigation to follow; necessity of surgery to be clarified. Surgery on (B)(6) 2025: complete aortic arch replacement and aortic arch reconstruction using a hybrid prosthesis with the frozen elephant trunk technique. Amds left in situ. Indicate relation to amds device: possibly relation to amds implant procedure ¿ not related did a pre-existing condition or the acute disease cause or contribute to the event? Yes. Please specify pre-existing disease: debakey type a dissection did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes in-patient hospitalization or prolonged existing hospitalization. Medical or surgical intervention to prevent impairment of a body structure or function is the subject hospitalized due to ae? Yes. Was the subject already in the hospital: no. If hospitalized, date of admission: (B)(6) 2025. If hospitalized, date of discharge: (B)(6) 2025. Did device malfunction or deteriorate in characteristics or performance? No could this event have let to death or serious deterioration in health had suitable intervention not occurred? Yes did the subject exit the study? No event outcome ¿ resolved was there any treatment for the event? Yes. Treatment related to event. Related ae: #5 ¿ event: vascular ¿ event onset date 06aug2025 identify the type of treatment: surgical indicate surgical intervention: aortic arch stent was dialysis done? No. Is amds removed? No. This event is relegated to amds 55-40, lot# c2460376a for progression of aneurysmal enlargement of the distal aortic arch.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae) ¿ progression of aneurysmal enlargement of the distal aortic arch. Amds 40-40, lot# c2460376a procedure date: (B)(6) 2025 serious adverse event (sae) - progression of aneurysmal enlargement of the distal aortic arch date of amds implant ¿ (B)(6) 2025 event onset date ¿ 06aug2025 event end date ¿ 23oct2025 event ongoing: no. Sequence number: 5 event onset date ¿ 06aug2025 is the event ongoing? No event end date: 23oct2025 was this event expected? Yes. Event: vascular ¿ progression of aneurysmal enlargement of the distal aortic arch describe event: CT 6.8.25 significant progression of aneurysmal enlargement of the distal aortic arch from 35 mm on 01/25 to 46 mm. Further investigation to follow; necessity of surgery to be clarified. Surgery on (B)(6) 2025: complete aortic arch replacement and aortic arch reconstruction using a hybrid prosthesis with the frozen elephant trunk technique. Amds left in situ. Indicate relation to amds device: possibly relation to amds implant procedure ¿ not related did a pre-existing condition or the acute disease cause or contribute to the event? Yes please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes in-patient hospitalization or prolonged existing hospitalization medical or surgical intervention to prevent impairment of a body structure or function is the subject hospitalized due to ae? Yes was the subject already in the hospital: no if hospitalized, date of admission: (B)(6) 2025 if hospitalized, date of discharge: (B)(6) 2025. Did device malfunction or deteriorate in characteristics or performance? No could this event have let to death or serious deterioration in health had suitable intervention not occurred? Yes did the subject exit the study? No event outcome ¿ resolved was there any treatment for the event? Yes. Treatment related to event related ae: #5 ¿ event: vascular ¿ event onset date 06aug2025 identify the type of treatment: surgical indicate surgical intervention: aortic arch stent was dialysis done? No is amds removed? No. This event is relegated to amds 40-40, lot# c2460376a for progression of aneurysmal enlargement of the distal aortic arch. No additional information is forthcoming. If information is provided in the future, a supplemental report will be issued. The manufacturing records for amds 40-40, lot# c2460376a were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Patient is a 59-year-old male who had an amds-40-40 (lot #: c2460376a) implanted on (B)(6) 2025. Adverse event #5 reports a vascular event described as ¿progression of aneurysmal enlargement of the distal aortic arch¿ with an onset date of 06aug2025, with an end date of 23oct2025. Additional details states ¿CT 6.8.25 significant progression of aneurysmal enlargement of the distal aortic arch from 35 mm on 01/25 to 46 mm. Further investigation to follow, necessity of surgery to be clarified. Surgery on (B)(6) 2025: complete aortic arch replacement and aortic arch reconstruction using a hybrid prothesis with the frozen elephant trunk technique. Amds was a left in situ.¿ the event was deemed ¿possibly¿ related to the amds device and ¿not related¿ to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse event due to ¿in-patient hospitalization¿ and ¿surgical intervention to prevent permanent impairment of a body structure or function¿. Surgical treatment in the form of an ¿aortic arch stent¿ was provided and the event outcome was resolved. The patient did not exist the study because of this event. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No additional action required. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ a complaint and recall query was performed for amds 40-40, lot# c2460376a to identify previously reported complaints or recalls associated with this lot number. One complaint was identified for this lot number and is not related to the event. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.